Event description:
It was reported that the patient presented for a follow-up visit in the clinic with an unspecified infection and skin erosion at device pocket site. The device pocket was noted to redness. The physician explanted the entire system- pacemaker, right atrial (ra) lead, right ventricle (rv) lead and left ventricle (lv) lead. The pacemaker and the rv lead were replaced on (B)(6) 2024. The entire system was replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted. The cause of infection could not be traced to the device.